Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a tka case, insertion of 4x140 mm bone pins into the femur through stabilizer, the most distal pin got hung up on the stabilizer and because of high torque of drill the pin became cold welded to the stabilizer. The case was completed successfully. However, there was a 10-15 minute delay during the removal of the pins. A diamond saw was used to cut the other pin out, in order to isolate the attached pin and stabilizer for removal.

Manufacturer narrative:
Reported event: bone pin could not come out of the array stabilizer. Product evaluation and results: not performed since device was not returned for evaluation. Product history review: not performed as the lot number was not provided. Complaint history review: not performed as the lot number was not provided. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
During a tka case, insertion of 4x140mm bone pins into the femur through stabilizer, the most distal pin got hung up on the stabilizer and because of high torque of drill the pin became cold welded to the stabilizer. The case was completed successfully. However, there was a 10-15 minute delay during the removal of the pins. A diamond saw was used to cut the other pin out, in order to isolate the attached pin and stabilizer for removal.